Manufacturer narrative:
The customer reported that as they were unable to see any setting on the v60, they would like the part number for a replacement user interface assembly. The remote service engineer (rse) provided the replacement part number, and the customer was instructed to contact philips if the replacement part did not resolve the failure. It is unknown if the customer replaced any part or repaired the device. Repeated attempts were made to obtain additional information but were not successful.

Manufacturer narrative:
Date of event:(B)(6) 2021.

Event description:
It was reported to philips that the device had a dark display. The device was not in clinical use at the time of the event. There was no report of patient or user harm.